Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department from an unspecified clinical setting with a report of "could not deliver a dose to pt. It acted like it was locked out. Six to eight hours after a dose, it did not deliver." No specific info was provided including, specific pt info, pump programming, or event details. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by delivering a dose when the pt pendant was pressed. During testing the device appropriately delivered a dose after the 5 minute pca lockout time had expired and after the 4 hour dose limit reached had expired. Based on the data verified, hospira could not attribute the issue to the device. The device history downloaded at service center. Review of device history indicates that on (B)(6) 2012 between 1606 and 1607, pump was powered on, history cleared, confirm meperidine 10mg/ml, cca (critical care area) adult std selected, device programmed in the pca only mode, with a 2mg pca dose, pca lsl (lower soft limit) alert 5mg, reprogrammed with a 5mg pca dose, with a 5min pca lockout, a 20mg 4 hour limit, and door locked. At 0000 new day (B)(6) 2012. Between 0802 and 0809, there was one pt initiated 5mg pca delivery, the door was opened, door opened alarm occurred, 5mg total cleared, history cleared, new pt selected, confirm meperidine 10mg/ml, select cca adult std, new pt not selected, pump was powered on 2 times and powered off 3 times. Between 0815 and 0838, the device was powered on, history cleared, 2 check settings alarms, confirm meperidine 10mg/ml, cca adult std selected, the device was reprogrammed with a 2mg pca dose, pca dose lsl alert 5mg, reprogrammed with a 5mg pca dose, a 5 min pca lockout, and a 20mg 4hr limit, settings confirmed, and there were two 5mg pt initiated pca deliveries, 2 unmet demands, set loading dose (ld) 2mg, ld lsl alert 20mg, ld lsl override 2mg, start loading dose, ld end 2mg, the door was opened and locked 2 times, totals clear 12mg, powered on and off 3 times. Review of the device history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.